Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep replaced the high voltage cable assembly. The system operated as intended.

Event description:
It was reported that the 9800 system displayed an intermittent collimator iris too large error code. The error code did not affect the case. No pt injury was reported.